Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day after an implant, the device and right ventricular lead experienced increasing impedance, noise, high impedance, and high threshold due to a loose set screw. It was confirmed through an x-ray that the right ventricular pace/sense pin was not past the end of header. The patient was re-opened to correct the set srew. The device and lead remain in use. No patient complications have been reported as a result of this event.